Event description:
Rn installed the set into the pump at 7:00 pm, and is not certain if the set was properly installed in guide. The certified nursing assistant found the tubing was pulled out of the tubing guide on the pump and 1500 cc was delivered in approximately 1.5 hour a time frame. Patient was sent to hospital for treatment for aspiration and did respiratory therapy in hospital. Patient returned to nursing home five days after incident fully recovered.

Manufacturer narrative:
Manufacturer requested device be returned for evaluation.